Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse from the USA of peritonitis in a female (age not reported) coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose, frequency, lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the consumer reported the following information. In (B)(6) 2011, the patient developed peritonitis and on (B)(6) 2011, was hospitalized for the peritonitis. The nurse reported the following information. On (B)(6) 2011, the patient developed peritonitis and on (B)(6) 2011, was hospitalized for the peritonitis. The cause of the peritonitis and treatment provided was not reported. Dianeal therapy was ongoing. Per the consumer, on (B)(6) 2011, the patient was discharged from the hospital and recovering from the event. At the time of this report, the nurse stated the patient had recovered from the peritonitis. Per the nurse, the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). Based on the information obtained during baxter's investigation, the cause of this incident could not be determined. A batch review was conducted on potentially associated lots (gd883108, gd879924) and no issues were found related to the reported condition during the manufacture of those lots.